Manufacturer narrative:
Insulin pump passed displacement test and self test. No audio/vibrate anomaly noted during testing. Pump error 63 alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variable info=03). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had volume was on fifth level and this problem was reoccurred from last time. Customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.